Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. Fse was unable to duplicate any pressure related alarm and "irregular pressure trigger detected" did not record in the event logs. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had irregular pressure detected. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
During the initial evaluation, the getinge field service engineer (fse) observed that the iabp unit failed the drive manifold leak test and was not passing the vacuum test. The fse isolated the issue to the k7 vacuum solenoid leaking. The vacuum leak differential pressure was not within factory specifications and it was confirmed that the leak could be a contributory factor to the customer's reported issue. At a later date, another getinge fse returned to the customer's site and installed a new drive manifold assembly to correct the issue. Unrelated to the reported issue, the tidal disk and a second safety disk were replaced due to routine maintenance. Subsequently the fse completed pm service. A supplemental report will be submitted upon completion of our investigation. The defective first safety disk installed in relation to this repair has been reported under medwatch report #2249723-2021-02254.

Event description:
N/a

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period oct 2019 through sep 2021 was reviewed. There were no triggers identified for the review period.